Event description:
As per account, we have encountered an issue with one needle/syringe combo, there was a piece of steel or something on the needle.

Manufacturer narrative:
H3 other text : not available